Event description:
There was an allegation of questionable albumin results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 3.1 g/l. The sample was repeated and the results were 51.2 g/l and 51.3 g/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. A general reagent issue was excluded. The field service representative found the washing and positioning of the sample probes were not good. He adjusted the sample probes, which resolved the issue. Qc was acceptable. The investigation determined the service actions resolved the issue.